Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. There was no impact to the customer's blood glucose level. During follow up with tandem technical support, the customer indicated that their fill estimates were good and that everything was fine.